Event description:
It was reported that the pump was alarming "battery depleted." The distributor instructed to silence alarm, review pump settings and restart the pump. Screen read run, and the alarm returned. The distributor instructed to remove batteries from pump. Reservoir volume was 66 ml, and it was programmed for continuous rate 13.2 ml/hr. The distributor instructed to close clamp on tubing near port. This event occurred at patient's home. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Device was not returned for root cause analysis. Service history review found no previous repair was noted within the last 12 months. No photographic evidence was provided to aid in investigation. History log was not provided. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer, unable to determine a probable cause as the device was not returned for evaluation.